Event description:
During I/a, the system shut down and restarted, causing a posterior capsule tear and vitreous loss. Informed that the overhead lights had also been affected (flickered), but electrical engineer performed checks and found no problems.